Event description:
It was reported that the burr detached. A 1.75mm rotapro was selected for use in the left anterior descending artery. The rotapro platformed and set the rotation speed without any issues outside patient. The first ablation was successfully completed. During the second run, when the advancer knob pulled back the burr stayed down in the coronary lesion. The entire system was pulled back over the rotawire, then the burr and rotawire were removed together as one unit. It was noted that the handshake connection was detached, and the burr snaps into the advancer. In physician opinion, the system was delivered without a tight connection between the burr and the advancer. The procedure was completed and there were no patient complications reported.